Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female who underwent breast reconstruction with an unknown mentor gel implant experienced right sided rupture post procedure. The appearance of the breast was had changed. The rupture was diagnosed through a physical examination. As a result, bilateral prosthesis replacement with 755cc mentor memorygel breast implants was performed on (B)(6) 2022.

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) on june 13, 2022 mentor became aware that the updated date of explant provided was erroneously omitted from the supplemental report submitted on jun 7, 2022.

Manufacturer narrative:
The identity of the device, previously reported an unknown, was made available to mentor on may 25, 2022. The impacted product is a 800cc mentor memorygel breast implant, lot number #6728152, catalog #3508001bc. The impacted product was received by the failure analysis lab on june 6, 2022. Device evaluation summary: a manufacturing record evaluation was performed for the finished device 6728152 number, and no non-conformances were identified. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the breast implant was found to have a tear on the posterior view measuring approximately 11.4 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the posterior view, measuring approximately 0.3 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).